Event description:
A nursing assistant reported difficulty adjusting the parameters on the front panel and the pressure would not reduce during surgery. Following a 20 minute delay, the case was completed with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the touch screen. The system was then tested and met product specifications. The root cause was not determined. (B)(4).